Event description:
Pt underwent cochlear implantation of their right ear in 1997. Pt reported distorted speech, "chattering sound" and "two voices that never came together." Also reported pain, numbness and tingling over implant site.